Manufacturer narrative:
The initial MDR 2432235-2016-00374 was filed on july 8, 2016 and 2432235-2016-00374_1 was filed on august 19, 2016. Additional information (09/29/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the bath oil conditions, replaced the two apertures, checked lamp energy and replaced the ad14cpu. The cse then checked the reagent probe 1 pump for a leak and proper function. The cse replaced the mixer. The cause of the discordant, alanine aminotransferase (alt) and aspartate aminotransferase (ast) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00374 was filed on july 8, 2016. Additional information: (07/22/2016): a siemens headquarters support center (hsc) specialist reviewed the data and determined that the assay is performing as expected. Hsc determined that a siemens customer service engineer (cse) should perform service on the instrument. A cse was dispatched to the customer's site. Additional information (08/19/2016): a siemens regional support center (rsc) specialist obtained data which showed an improvement after a mixer 2 alignment was performed by the rsc specialist and the cse.

Manufacturer narrative:
The customer contacted a technical applications specialist (tas). The regional service center (rsc) recommended changing the analysis order to check if there is a potential contamination position. Siemens is investigating the issue.

Event description:
The customer stated that they observed discordant, falsely low alanine aminotransferase (alt), aspartate aminotransferase (ast) and gamma glutamyl transferase (ggt) results on patient samples on an advia 2400 instrument (serial number (B)(4)). The customer was not reporting the discordant results to the physician(s). The samples would result higher and within clinical expectations upon repeat testing. The customer processed five samples on five systems to check the consistency of the results between the instruments and found discordant, falsely low alt and ast results on the advia 2400 instrument with s/n (B)(4). There are no known reports of patient intervention or adverse health consequences due to the discordant, alanine aminotransferase (alt) and aspartate aminotransferase (ast) results.